Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon reported a small spark from the plasmablade device tip after touching the pacemaker that was being replaced. There was no damage to the pacemaker and no adverse effects to the patient.